Event description:
No additional information received from customer.

Manufacturer narrative:
Correction to d9 and h11 (below). Date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection. Device inspection was completed by olympus field service engineer. The most probable cause of the complaint was linked to the device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electronic component failure on circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the electrosurgical generator esg-400 had communication error code e433. There was no patient involvement.